Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon withdrew a grasper from the 355l trocar to reposition it on the gall bladder. When he reinserted the grasper through the trocar, he heard a pneumo leak and noticed the outer gasket had torn. Another trocar was used to complete the case. There was no consequence to the patient.